Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient could not get their numbers to pull up on the programmer screen because they were getting the poor communication screen. The patient stated they were implanted on the day of the call and that a representative was able to get the numbers to pull up. The patient stated that the representative had adjusted their stimulation because they had pain at the top of their leg by the vaginal area, more so in the vaginal area. The patient stated that they told the representative this, and increasing stimulation had resolved it, so the patient had been trying to increase stimulation because the pain had returned. The patient could not adjust stimulation because they were getting poor communication on the programmer. Troubleshooting did not resolve the poor communication. The patient noted they didn¿t have bandages, and had surgical glue over the incision, and didn¿t mention any swelling. The patient was advised to communicate again later and have an aide help make sure their antenna was over their implant. The patient stated they would call their healthcare provider when they expected to be able to connect and have an aide help to make sure the an tenna was in the right spot, as it was hard for them to tell on their own during the call. Additional information was received on (B)(6) 2018 indicating that the patient tried using the programmer the day before the call to adjust settings, but they were unable to use the programmer to connect to the implant and thought they messed something. The patient reported that they felt a couple of jolts the day they had the implant, and they were setting it on the left buttocks cheek when they were at home. The patient noted that they lived in an assisted living and it was difficult for them to see the implant site. The patient also stated that it was hard to sit because it hurt. It was recommended that someone help the patient to use the programmer to check therapy status. The patient had someone assist with syncing with the implant, and the setting was on program 3 at 0.9v. The patient increased stimulation to 1.0v and was feeling the sensation in the vaginal area and stimulation was comfortable. It was reported that troubleshooting resolved the reported issue. The patient was advised to monitor their symptoms and follow up with a healthcare provider if they were not getting relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient tried using the programmer the day before the call to adjust settings, but they were unable to use the programmer to connect to the implant and thought they messed something. The patient reported that they felt a couple of jolts the day they had the implant, and they were setting it on the left buttocks cheek when they were at home. The patient noted that they lived in an assisted living and it was difficult for them to see the implant site. The patient also stated that it was hard to sit because it hurt. It was recommended that someone help the patient to use the programmer to check therapy status. The patient had someone assist with syncing with the implant, and the setting was on program 3 at 0.9v. The patient increased stimulation to 1.0v and was feeling the sensation in the vaginal area and stimulation was comfortable. It was reported that troubleshooting resolved the reported issue. The patient was advised to monitor their symptoms and follow up with a healthcare provider if they were not getting relief. No further complications were reported.